Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A chemist reported that during a cataract extraction with intraocular lens (iol) implant procedure, several scratches were evident throughout the visual axis of the iol. Additional information was requested. Additional information was received by the facility that, the lens presented some marks that could have possibly been generated by the passage of the lens in the cartridge.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned in three segments in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is intact. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The viscoelastic is not qualified for use with associated iol model. Unable to determine the origin of the reported complaint, the observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified viscoelastic may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).